Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reproduced the c-34 error and lack of monopolar energy. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. The iesu was analyzed and tested in normal mode on an in-house system. Failure analysis investigations confirmed and reproduced the c-34 error and monopolar energy action issues on the iesu. The reported complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer had errors c-34 and m-11 on the integrated electrosurgical generator unit (iesu). The surgeon was attempting to activate monopolar energy but was unable to use it. The customer had power cycled the iesu, but the issue remained. The system was verified at startup with no issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer adjust the grounding pad¿s position with no success. Monopolar energy could not be used on the iesu. The procedure was completed as planned. There was no reported injury. Isi performed follow-up with the customer and obtained additional information regarding the reported event: the procedure was completed robotically with an external force triad generator.